Event description:
A few yrs after implant, symptoms started showing up. Hormone imbalance at (30 yrs) slow healing, joints achy nonstop, fatigue, chest pain constantly, extreme brain fog, noise intolerance, temp. Intolerance, food intolerances.